Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead was over sensing. The rv lead remains implanted but defibrillation therapies were programmed off. No patient complications have been reported as a result of this event.